Event description:
(B)(4). Not sure of the date exactly but it was after my son was born in (B)(6) 2005. I started having major abdominal pain, abnormal menstrual cycle and very heavy bleeding, endometriosis, chronic fatigue syndrome, and chronic bloating. Was told the symptoms would eventually go away. They never have. I got many procedures done to help with these systems but they have not worked.